Event description:
It was reported that when the patient presented in the operating room for a generator change, a stripped set screw was noted. Alternative methods for removing the set screw were recommended, and the device was successfully explanted and replaced.

Manufacturer narrative:
The reported setscrew anomaly was not confirmed in the laboratory. The device was returned without the v is-1 septa and vtip setscrew and with a damaged vring set screw; due to the return condition, the cause of the reported anomaly could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.